Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for undersensing and sensing integrity counter (sic) that occurred during ventricular fibrillation (vf). Interrogation noted initial ventricular tachycardia (vt) in the monitor zone. Then the rhythm changes to fine vf that has very small r-waves along with undersensing. The rhythm then changes to wide agonal rhythm slower than the tachyarrhythmia treatment zones. The patient's family reported that the patient passed away the following day. The circumstances surrounding the death are unknown.